Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump's downstream occlusion sensor was bubbled up. No adverse effects were reported.

Manufacturer narrative:
Information received a cadd solis vip 2120 pump investigation results has been completed and cover page was updated with post hazard code. The device was physically found to have damaged lens and downstream sensor occlusion seal bubbled. The complaint was verified upon visual "inspection" and testing. Dso replaced and unknown cause but believe to be degraded from chemical damage. Device went on pass all functional and delivery testing.

Event description:
Investigation results completed on cadd solis vip 2120, summary in h 10.

Manufacturer narrative:
Additional information was received indicating the pump was not in use with a patient when the fault occurred.